Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer started to bleed all under the sensor. Customer's blood glucose level was 406 mg/dl. She gave herself a bolus to treat her high blood glucose level. The device was not returned.